Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 19.4 mmol/l, 3.3 mmol/l, 3.2 mmol/l and 18.8 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a final report. The product was meter and test strips were returned. Customer returned strip vial that contained only 3 test strips. Therefore, approved test strips were used for high and low testing during investigation. The returned meter (serial number (B)(4)) has been tested with approved test strips (lot 0833212) with low level control solution (lot 9f1p10) and high level control solution (lot 9f3p10). The complaint was not confirmed and no new issues were observed, all results were within range specification. Additionally, the reported readings and similar to those reported were found in the device's internal memory log within 10 minutes.